Manufacturer narrative:
EXEMPTION NUMBER: E2015028. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
THIS EVENT IS BEING REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC FROM THE SOCIETY FOR VASCULAR SURGERY - PATIENT SAFETY ORGANIZATION TEVAR DISSECTION SURVEILLANCE INITIATIVE. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY (M2S) AND IS LIMITED AND DE-IDENTIFIED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;160010,,SI,2015,Valiant,VAMF3030C100TU; VAMC3232C150TU; VAMC3636C150TU,C76126;184623,,SI,2014,Valiant,VAMF3434C150TU; VAMC3434C200TU,C76126;196617,,SI,2014,Valiant,VAMC3232C100TU; VAMF3834C150TU; VAMF4040C200TU,C76126;220629,,SI,2014,Valiant,VAMF3838C200TU; VAMC3834C150TU,C76126;232052,,SI,2015,Valiant,VAMC3026C150TU; VAMF2626C150TU,C76126;254366,,SI,2015,Valiant,VAMF2622C150TU; VAMF2626C100TU,C76126;259271,,SI,2015,Valiant,VAMF3228C150TU; VAMF2824C150TU,C76126;270718,,SI,2015,Valiant,VAMC3434C150TU,C76126;297482,,SI,2016,Valiant,VAMF4036C150TU,C76126;298499,,SI,2016,Valiant,VAMC4242C200TU; VAMC3838C150TU; VAMC4444C200TU; VAMC4040C200TU,C76126;374940,,SI,2017,Valiant,VAMF3838C200TU,C76126;380481,,SI,2017,Valiant,VAMF4444C200 TU,C76126;385411,,SI,2017,Valiant,VAMF3030C150TU; VAMC3434C150TU; VAMC3838B100TU,C76126